Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to receiving a shock from their implantable cardioverter defibrillator (ICD). Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient had received inappropriate therapy due to af (atrial fibrillation) with rvr (rapid ventricular response). It was noted that the ER physician evaluated the transmission report and discharged the patient. The ICD remains in use. No further patient complications have been reported as a result of this event.